Manufacturer narrative:
(B)(4). The patient experienced peritonitis manifested by abdominal pain and cloudy effluent. This did not require hospitalization. The patient was treated at the onset with vancomycin (2 gm every 5 days, intraperitoneally), ceftazidime (1 gm daily, intraperitoneally) and fluconazole (50 gm daily, orally). Ceftazidime treatment was stopped after four days of treatment. The patient was retrained on proper aseptic technique. The treatment with vancomycin and fluconazole was discontinued after twenty days. The patient was still recovering from the peritonitis after this treatment. The patient experienced peritonitis again twenty days after their previous antibiotic treatment was discontinued. The patient was treated with vancomycin (2 gm, intraperitoneally, every five days), gentamicin (50 mg daily, intraperitoneally) and fluconazole (50 mg daily, orally). Treatment ended after twenty-two days. The patient was then able to fully recover from this event. Additional information was requested but is not available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
This is a report of a home patient that experienced bacterial peritonitis associated with a break in the aseptic technique (patient error). Treatment was not reported. There is no additional information available at the time of this report.